Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed lesions and bumps under the therapy pads and left electrode of the lifevest equipment. Patient described the area as red and draining fluid and pus. There was no alleged device malfunction contributing to the irritation. The patient's physician advised periodic removal of the equipment and the patient's dermatologist prescribed medication for the skin irritation. Follow up indicated that the medications helped the skin irritation to improve.